Manufacturer narrative:
The customer repaired the device himself, hence there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The details of the reported problem and its solution are not known, nor can it be determined which parts were found to be defective. The device's logs were not available for further investigation. The cause of the claimed issue in this customer product complaint has not been determined.

Event description:
It was reported that the ventilator failed during use. There was no patient harm. Manufacturer's ref. #: (B)(4).